Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the bridge to transplant patient with heart failure etiology of arrhythmia and hypertrophic cardiomyopathy suddenly died.

Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The account reported that the patient with a heart failure etiology of arrhythmia and hypertrophic cardiomyopathy died suddenly on (B)(6) 2020. A request for additional information was sent to the clinical specialist; however, the clinical specialist stated that none of the requested information had been shared by the implanting center. The hmii IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.